Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.